Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had as blood glucose of 40 mg/dl with tremulus and cognitive impairment. The patient did not require any unusual treatment. The pump display was allegedly scratched on (B)(6) 2015. This complaint is being reported as the patient experienced hypoglycemia and the damaged display issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2015 with the following findings:. The display lens has multiple scratches on it and the display screen has a pinkish contrast. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.